Manufacturer narrative:
The reported events were lead dislodgement and loss of capture. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. After cleaning the distal portion of the lead, the helix was able to extend and retract by applying torque directly to the connector pin. The full helix extension length was measured to be within specification. The reported event of loss of capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection did not find any anomalies.

Event description:
It was reported that during the post procedural follow up, loss of capture was noted on the right atrial (ra) lead, the right ventricle (rv) lead, and the left ventricle (lv) lead. Diagnostic imaging was performed and migration of the device and dislodgment of the ra lead, rv lead, and lv lead was observed. The physician suspected the migration of the device was due to the anatomy of the patient resulting in dislodgment of the leads. A revision procedure was performed and the ra lead, rv lead, and lv lead were explanted and replaced. The device remained implanted and an absorbable antibacterial envelope was placed around the device. The patient was in stable condition.